Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time was unknown. The customer was advised that the device would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump has cracked case at the display window corner, minor scratched lcd window, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and missing the end cap sticker.